Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during the implant procedure however this was only noted during device interrogation post-operatively. The lead was revised and remains in use. No patient complications have been reported as a result of this event.